Manufacturer narrative:
The returned device was evaluated and the download data from the pod showed that the pod was received in pod state 15 having delivered 0 pulses. The pod is expected to transition from pod state 1 to pod state 2 after being filled by the user. The pod then transitions to pod state 14 after a period of inactivity where the pod is not connected to a controller. After sitting in pod state 14 for 80 hours the pod is expected to transition to pod state 15. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.1. Cloud - smartphone hardware iphone14.8. Cloud - cgm sensor type g6.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy and the pods needle had not moved forward.